Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No frozen screen noted. The insulin has cracked display window at lower right side corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and that the insulin pump had frozen while changing settings on the device. The customer stated that the buttons were unresponsive. The customer's blood glucose was 67 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.